Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specification at the time it was shipped from animas. User reports dropping pump. Investigation shows internal damage to wire/piezo connection which results in alarm failure. Pump found to function correctly in delivery of insulin.

Event description:
Piezo failure - no sound from pump when initiating bolus or prime.